Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to report high blood glucose levels. The customer's reading was 600 mg /dl. The customer treated with a manual injection. The customer's symptoms included a stomach ache and vomiting. The customer performed a manual prime and saw insulin exit the tubing. The customer performed the high pressure test and it passed. The insulin pump was not replaced or returned for analysis.